Event description:
It was reported that during preparation of the emboshield nav6, while inserting the filter into the delivery catheter pod while in the tray, the delivery catheter pod became crumpled (collapsed). The device was not used and there was no patient involvement. A new emboshield was successfully used in the procedure. No additional information was provided. Return device analysis revealed that the filter support frame came apart and was broken.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The damaged pod was able to be confirmed. The difficulties inserting the filter could not be replicated in a testing environment due to the condition of the returned product. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.